Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode recorded two untreated episodes and delivered one inappropriate shock due to noisy signals oversensing. The technical services (ts) reviewed the data, and it is suspected an electrode fracture or connection related condition (an under inserted electrode). The ts provided recommendations and discussed troubleshooting options. The patient attended for troubleshooting and the myopotential noise could be reproduced on all vectors. The mechanical artifact observed could not be reproduced with provocation, device or electrode manipulation. X rays were also performed. Upon ts review, the system showed sense b node impairment and the ts mentioned that programming in primary vector will not protect the patient from inappropriate shocks due to non-physiologic signals, and secondary vector offers good amplitude, and myopotentials were discriminated well. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the s-ICD system delivered another inappropriate shock due to noisy signals oversensing. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that; the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode recorded two untreated episodes and delivered one inappropriate shock due to noisy signals oversensing. The technical services (ts) reviewed the data, and it is suspected an electrode fracture or connection related condition (an under inserted electrode). The ts provided recommendations and discussed troubleshooting options. The patient attended for troubleshooting and the myopotential noise could be reproduced on all vectors. The mechanical artifact observed could not be reproduced with provocation, device or electrode manipulation. X rays were also performed. Upon ts review, the system showed sense b node impairment and the ts mentioned that programming in primary vector will not protect the patient from inappropriate shocks due to non-physiologic signals, and secondary vector offers good amplitude, and myopotentials were discriminated well. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the s-ICD system delivered another inappropriate shock due to noisy signals oversensing. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the patient was hospitalized due to another inappropriate shock. The ts discussed troubleshooting options and recommendations. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode recorded two untreated episodes and delivered one inappropriate shock due to noisy signals oversensing. The technical services (ts) reviewed the data, and it is suspected an electrode fracture or connection related condition (an under inserted electrode). The ts provided recommendations and discussed troubleshooting options. The patient attended for troubleshooting and the myopotential noise could be reproduced on all vectors. The mechanical artifact observed could not be reproduced with provocation, device or electrode manipulation. X rays were also performed. Upon ts review, the system showed sense b node impairment and the ts mentioned that programming in primary vector will not protect the patient from inappropriate shocks due to non-physiologic signals, and secondary vector offers good amplitude, and myopotentials were discriminated well. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the s-ICD system delivered another inappropriate shock due to noisy signals oversensing. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the patient was hospitalized due to another inappropriate shock. The ts discussed troubleshooting options and recommendations. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode recorded two untreated episodes and delivered one inappropriate shock due to noisy signals oversensing. The technical services (ts) reviewed the data, and it is suspected an electrode fracture or connection related condition (an under inserted electrode). The ts provided recommendations and discussed troubleshooting options. The patient attended for troubleshooting and the myopotential noise could be reproduced on all vectors. The mechanical artifact observed could not be reproduced with provocation, device or electrode manipulation. X rays were also performed. Upon ts review, the system showed sense b node impairment and the ts mentioned that programming in primary vector will not protect the patient from inappropriate shocks due to non-physiologic signals, and secondary vector offers good amplitude, and myopotentials were discriminated well. This electrode remains in service. No adverse patient effects were reported.